Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm voluma® xc. Approximately three months later, the patient experienced ¿swelling and lumps.¿ the patient was treated with 8cc of hylenex®, steroids and patient did better for a while. Then patient swelled again. The patient was treated with 6cc of hylenex® again and patient did better again for several days and then patient swelled again. The hcp thought patient had some little lumps and didn't have enough hylenex®. The patient was treated again with more hylenex®. The patient got little better then 4-5 days later, the patient went back again and was injected with 2 ml of hylenex® where they had the filler before. Sometime later, the patient was treated again with 16cc of hylenex®. The patient had ¿some lumps and was tender and red.¿ the patient was treated with a ¿steroid shot.¿ the hcp thinks the patient may be allergic to the hylenex® or if something else is going on. The patient is on an ace inhibitor, but their face is still swelling up. The patient is fine in-between steroids but then swells up again. Symptoms are ongoing.